Event description:
The device was used during a laparoscopic hernia procedure. It was reported the staples from device malformed when fired into cooper's ligament. The surgeon precocked the device before firing. A second device opened and the same difficulty was experienced.

Manufacturer narrative:
H6; code 400: instrument was returned empty. Results of evaluation: ab)based upon the inquiry info received and the visual examination, no conclusion could be reached as to why the reported instrument's staples "malformed" during surgery. A)the instrument was received empty, but otherwise was in good phsical condition. B)the instrument was received with the cartridge unattached and empty. There were 5 staples, which had been fired previously, returned with the instrument. The staples were examained and were observed to be, 1 of which had formed properly, 2 of which appeared to have park bench form, and 2 of which had one leg of the staple park benched. The staples were all observed to be covered with tissue residue. No functional testing could be performed due to the instruments being returned empty. Comments: ab)each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument's staples may malform or reflect if fired into a hard object, such as bone. Co strives to understand each incident as it occurs in order to continuoulsy improve products.